Event description:
The customer stated that the insulin pump was submerged in water, then alarmed button error after a new battery was inserted. Troubleshooting was performed and the customer stated that there was water underneath the screen. The reported blood glucose reading was 408 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to verify the button error alarm due to the blank display.